Event description:
It was reported that the device reached recommended replacement time after three years of use. Data revealed that early elective replacement indicator was due to high battery impedance. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned and analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. We also received performance data collected from the device and have analyzed the data. Battery depletion /eri (elective replacement indicator) and high resistance/impedance were indicated. The eri was caused by high battery impedance noted on (B)(6) 2011 prior to explant. The ramware version 3 was installed on (B)(6) 2011.